Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx0428 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing puncture, an operator found a crack with the gray and white disposal introducer sheath of the seldinger, as well as a dot-shaped bulge. The device was not used on a patient.

Event description:
It was reported that when performing puncture, an operator found a crack with the grey and white disposal introducer sheath of the seldinger, as well as a dot-shaped bulge. The device was not used on a patient.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of microintroducer sheath deformation is confirmed but the exact cause could not be determined from the photo and information provided. One photo sample of the distal end of a microintroducer dilator/sheath was provided for evaluation. The sheath was observed to be deformed. A small section of the sheath edge was bunched inwards. Based on the condition of the sample shown in the photo, possible contributing factors include inadequate skin nick and advancement against resistance. The product instructions for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." Since the distal end of the sheath was observed to be deformed, the complaint is confirmed; however, the exact cause of the issue remains unknown. A lot history review (lhr) of recx0428 showed no other similar product complaint(s) from this lot number.